Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Overtwisted hp cable causing the hp cable water flow control to get damaged also causing poor water flow, the water supply line needs the revs.

Event description:
While using a g131 scaler, there was low water flow and the water was getting hot; no injury resulted.